Event description:
During the supraventricular tachycardia procedure, pacing and impedance issues resulted in the procedure being abandoned with no reported adverse patient consequences. It was noted that the pacing spike was not being delivered properly to the tissue. The pacing spike was visible on the non-abbott system (cardiolab), but there was no response from the tissue. The touchscreen showed an impedance error and "check outputs switches" error. The procedure was not able to be completed and therefore abandoned. There were no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g1, g3, g6, h2, h3, h6. The results of the investigation were inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported incident could not be determined.